Event description:
During an unspecified thoracoscopic procedure, the approximating lever broke. The surgeon converted the surgery to a thoractomy procedure and completed the surgery with no further complications.

Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.